Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now that they are gone/post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("I did have weight loss") and experienced anxiety ("it hasn't done anything for my anxiety ."). The patient was treated with citalopram, lorazepam and surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, weight decreased and anxiety outcome was unknown. The reporter considered anxiety, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: upon internal review this case was identified to be duplicate of case 2016-214981, all source documents, references, information from this case were transferred to case 2016-214981. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now that they are gone/post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("I did have weight loss") and experienced anxiety ("it hasn't done anything for my anxiety ."). The patient was treated with citalopram, lorazepam and surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, weight decreased and anxiety outcome was unknown. The reporter considered anxiety, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:-new event "it hasn't done anything for my anxiety "was added. Treatment drug was added . Reporter was added. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now that they are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("I did have weight loss"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.